Event description:
On (B)(6) 2007, the patient presented with the preoperative diagnosis of recurrent left l4-5 radiculopathy, status post l4-5 and l5-s1 interbody arthrodesis with foraminal stenosis. The patient underwent surgery which consisted of a re-exploration of l4-5 interbody arthrodesis with a complete left l4-5 facetectomy; insertion of interbody cage and rhbmp-2 ; l4-5/l5-s1 posterolateral arthrodesis with rhbmp-2; pedicle screw instrumentation, l4-5/s1, with damic agile rod l4-5/s1 and intraoperative microscopy and fluoroscopy. On (B)(6) 2007, in a telephone encounter, the patient reported pain in left buttock, new pain from hip anterior thigh to the knee on the left side. On (B)(6) 2007, the patient presented with lumbosacral disc displacement with radiculopathy. It was reported that the patient had the same lower extremity pain as prior to any of the surgeries. On (B)(6) 2007, the patient presented with lumbar spondylosis, significant left s1 radicular pain, and piriformis related pain. Medi cations: ms contin, neurontin, methocarbamol, and sertraline. On (B)(6) 2007, the patient presented with left s1 radicular pain and neuropathic pain. The patient complained of a lot of nausea with their medications. The patient underwent a selective left s1 transforaminal epidural steroid injection and left s1 selective nerve root block. No patient complications were noted. On (B)(6) 2007, the patient presented with left l5 radiculographic pain of significant component, piriformis related pain, some sciatic neuropathy, possibly facet related pain and possibly sympathetically maintained pain. The patient also reported difficulty sleeping, depression, and frustration secondary to the pain. The patient was experiencing nausea secondary to mscotin intake. Medications: percocet, ultram, mexiletine. Discontinued mscotin. Started duragesic. The patient underwent a left per-sciatic nerve block, left piriformis injection with fluoroscopy, left gluteal myofascial trigger point injection. No patient complications were reported. On (B)(6) 2007, the patient presented with sciatic neuropathy. The patient¿s pain continued to be refractory. The patient¿s back pain was significantly improving however ¿nothing we have done affected his radicular pain.¿ a previous CT scan showed instrumentation to be in good appearance, no residual compression and no evidence for any large epidural filling defect. The left lower extremity pain was thought to be neuropathic not mechanical. On (B)(6) 2007, the patient presented with the diagnosis of lumbar spondylosis, axial lumbar pain syndrome, and lumbar radiculopathy, the patient continued to have significant difficulties with axial back and left lower extremity radicular pain. The patient also presented with increased anxiety and difficulty sleeping. The patient was going to go in for a disability evaluation for long term disability. Medications: read duragesic, oxycodone, mexiletine (increased ). Ultram. Trazodone and zanaflex added. The patient underwent bilateral l2 transforaminal epidural steroid injections. No patient complications were noted. On (B)(6) 2007, the patient presented with intractable continuous pain in the distribution of the s1 root and perhaps l5 as well. The pain was neuropathic in nature. The patient reported that they could not sleep for more than several hours at a time despite medication. Per the encounter notes ¿...this problem, and it seems to have started back with a procedure involving heating of the disk¿¿ diagnosis: lumbar radiculitis. Medications: percocet, neurontin, mexiletine, fentanyl/duragesic patch, and mscontin. On (B)(6) 2007, the patient presented with back pain and underwent a thoracic spine x-ray during an attempted lead placement ¿ percutaneous dorsal column stimulator and percutaneous implant nerostim electrodes epidural. There was no diagnostic abnormality noted. On (B)(6) 2007, the patient underwent lumbar x-rays which demonstrated left side pedicle screws, l4, l5, s1. Disc spacer at the dame levels. There were no alignment abnormalities and no fractures noted. On (B)(6) 2007, the patient presented with intractable pain secondary to lumbar radiculitis, left lower extremity. The patient underwent surgery which consisted of the placement of spinal cord stimulating electrode system. Intraoperative testing of lead placement and positioning. Implantation of power supply for spinal cord stimulating electrode system. No patient complications were reported. On (B)(6) 2007, the patient presented for a post op f/u. It was reported that there was excellent distribution of the paresthesias produced device but it did not control the pain. The patient underwent a thoracic spine x-ray showed minimal degenerative changes of the thoracic spine. On (B)(6) 2007, the patient presented with lumbar radiculitis. The patient reported having had a very successful response to the spinal cord stimulator however ¿unfortunately the pain just seems to ¿burn right through¿ the stimulated area. Medications: gabapentin was increased. Lyrica added. On (B)(6) 2008, the patient presented with lumbar radiculitis. Per the encounter notes the patient reported that the stimulator had never been able to relieve their pain. Medications: percocet and gabapentin. On (B)(6) 2008, the patient presented with lumbar radiculitis and underwent a lumbar puncture with a morphine test dose. No patient c complications were noted. On (B)(6) 2008, the patient presented with pain. Per the encounter notes the patient had been given duramorph intra-thecally but had received no improvement in pain. The patient reported wanting the stimulator removed. On (B)(6) 2008, the patient presented with the postoperative diagnosis of ¿exhausted spinal stimulator¿ and underwent surgery which consisted of the removal of the spinal cord stimulating electrode system with retention of the spinal electrode. No patient complications were reported. On (B)(6) 2008, the patient presented, six weeks post op, with no improvement. Per the encounter notes ¿he is incapable of gainful employment, likely to remain so for the rest of his life.¿ the patient was to see a psychologist for help living with the pain. Again, per the encounter notes ¿...I have nothing to offer him to bring about pain relief¿. On (B)(6) 2009, (B)(6) 2010, the patient presented with pain across the waist line and radiating into the left bullock, left hip, laterally in the calf to the foot and the 4th/5th digits (s1 distribution). The patient was positive for paresthesias in the left foot with perceived weakness in the left leg, for sleep disturbances secondary to the pain, and for depression/anxiety. Had a tens unit. Medications: skelaxin, atenolol, fentanyl, gabapentin, percocet, seroquel, and xanax. Assessment: chronic left l5 > s1 radiculopathy as a complication of a prior lumbar disc herniation, epidural fibrosis and he was reportedly further worsened after an attempted epidural lysis of adhesions. On (B)(6) 2009, the patient underwent lumbosacral x-rays which showed normal anatomic alignment, no abnormal slippage noted. On (B)(6) 2009, the patient presented with pain (s1 distribution) and underwent a spinal stimulator trial. No patient complications were noted. On (B)(6) 2009, the patient present for a scs trial evaluation the patient reported they did not like the feeling of the stimulation despite multiple reprogramming attempts. The patient did not want to go forward with permanent placement. On (B)(6) 2011, the patient presented with pain across the waist line and radiating into the left bullock, left hip, laterally in the calf to the foot and the 4th/5th digits (s1 distribution). The patient was positive for paresthesias in the left foot with perceived weakness in the left leg, for sleep disturbances secondary to the pain, and for depression/anxiety. The patient was utilizing a tens unit. Medications: buspar, cymbalta, remoron, atenolol, fentanyl, gabapentin, and percocet. Percocet was to be discontinued. Assessment: chronic left l5 > s1 radiculopathy. On (B)(6) 2011, the patient presented with persistent chronic back pain. Per the encounter notes the patient was being managed by medications alone, having failed extensive treatment including spinal cord stim and an intra-thecal opioid trial. It was reported that the patient slept inconsistently secondary to pain. The patient was taking zanaflex and diazepam, for sleep/spasms. The patient reported that the methadone he¿s been started on did nothing to help with the pain. The patient underwent a urine drug screen which was appropriate for the patient¿s medication intake. On (B)(6) 2011, the patient presented with chronic back pain. Medications tizanidine, diazepam, cymbalta, fentanyl, and methadone, on (B)(6) 2011, the patient presented with chronic back pain. Muscle strength was grossly limited by pain in the left leg. The patient was strongly positive for left reproducing radicular pain. Medications: tizanidine, diazepam, cymbalta, fentanyl, immediate release morphine. Methadone was discontinued. On (B)(6) 2011, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Per the encounter notes the patient¿s pain was limiting activities of daily living. There was some concern that the patient may be ¿non-responsive to opiate medication.¿ medications: tizanidine, diazepam, cymbalta fentanyl patch, msir (morphine), zanaflex, valium. On (B)(6) 2011, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Medications: tizanidine, diazepam, cymbalta (increased dosage), fentanyl patch, msir, valium. On (B)(6) 2011, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. The patient also reported being severely depressed ¿with very little motivation and purpose in life.¿ per the encounter notes, the patient was going to start weaning off of morphine. On (B)(6) 2012, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Per the encounter notes, though the patient had stated it made no difference whether they took morphine of not, when they tried to wean off of it, their symptoms got worse. The patient reported severe depression with little motivation and purpose in life. The patient wanted to restart percocet however the doctor reminded the patient that in the past when they took percocet they spent the majority of time in bed and were very non-functioning. Per the encounter notes there was again concern the patient might be non-responsive to narcotics. Medications: tizanidine, diazepam, cymbalta (increased dosage), fentanyl patch, valium. Msir was discontinued and dilaudid prescribed. On (B)(6) 2012, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Per the encounter notes the patient had tried dilaudid and felt this worked better than the morphine had. Medications: tizanidine, diazepam, cymbalta (increased dosage), fentanyl patch, valium, dilaudid. On (B)(6) 2012, the patient reported that the dilaudid was not working. The patient was upset and agitated. The patient wanted to return to percocet. The patient reported severe depression. Medications: atenolol, cymbalta (increased dosage), fentanyl patch, valium. Dilaudid was discontinued and the patient was prescribed percocet. Per the encounter notes the physician was considering weaning the patient off of the fentanyl patch as the patient had severe diaphoresis and starting them on oxycodone instead. On (B)(6) 2012, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Per the encounter notes the patient failed dilaudid, morphine and methadone. The patient was in the process of weaning off of the fentanyl patch and would transition to oxycodone. On (B)(6) 2012, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. Per the encounter notes the patient was started on klonopin and valium was discontinued. The patient reported feeling better. Medications: fentanyl patch, percocet, klonopin. On (B)(6) 2012, the patient presented with chronic back pain with radiculopathy. Medications: fentanyl patch (dosage increase), percocet, klonopin. On (B)(6) 2013, the patient presented with chronic back pain and chronic left l5>s1 radiculopathy. The patient reported they were doing much better and were much more functional. Medications: fentanyl, percocet, klonopin.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.